Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was in safety mode, limited to one zone, and pacing in vvi mode at 60ppm. The patient denies exposure to radiation therapy. Attempts to restore device function using a software restoration tool were unsuccessful.